Event description:
During eval of the device by a laerdal service tech for a different complaint, the unit delivered a shock that was 35% lower than the targeted joule level and prompted "needs service energy high".